Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/13/2025, a facilities representative reported via (B)(4) that the ar-6482 dualwave remote has exposed wires. This issue was discovered during a case with no patient harm.